Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the during a patient device check, it was observed that the right ventricular (rv) lead was losing capture during the atrial lead threshold test. It was also reporteded that during further observation, the rv lead was also losing capture when the patient was at rest. The lead was removed and a new lead implanted. There were no patient complications reported as a result of this event.